Manufacturer narrative:
Batch review performed on 26 february 2020: lot 1904652: (B)(4) items manufactured and released on 19-sept-2019. Expiration date: 2024-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events.

Event description:
Revision surgery performed 1 month after primary for infection. Wash out, liner and head swap performed successfully.